Event description:
Reporter alleged when customer called the MFR to obtain a new blood glucose device, it was determined there were missing segments and there was a partial display. Customer stated the original call was to obtain a meter upgrade since she had the meter for 5 years. No actions were taken or treatment reportedly received previously or as a result of the display issue. A request was made for the return of the suspect device and replacement product was sent.